Event description:
Dr. (B)(6) at (B)(6), injected sculptra into my forehead. The sculptra rep had assisted (B)(6) with previous forehead injections. This product formed large bumps in my forehead which was very noticeable and commented on by my friends and family. In my attempt to correct the appearance of my forehead, I took time off work, lots of vacation days, monetary costs (costs in travel and procedures), and experienced much grief. My life has changed totally. I was an avid swimmer, but will not pull my hair back or go public to swim anymore. My face has been damaged and cannot be repaired. For a single woman in an outside sales position, the recommendation by dr. (B)(6) and the sculptra rep proved to be disastrous for me. Events that I am reporting were performed by a sculptra rep in (B)(6)'s facility. I have been told since that time that sculptra should never be used on the forehead. After the injection I had saline solution injected into my forehead for 6 months by dr. (B)(6), trying to break up the lumps. When that did not work I went to dr. (B)(6), who injected a different type of solution. I went to appointments in (B)(6) and (B)(6) for 8 months with no results there either. I finally went to dr. (B)(6), in who tried to break up the nodules and he contacted sculptra and was told there was no known product to dissolve or break up the nodules. He surgically removed the lumps. I have 4 cuts in my forehead along with slight dips and bumps where they were removed. I resorted to cutting my hear and now wear bangs, which I hate. I still don't go swimming or participate in things that will cause my hair to be pushed back from my forehead.